Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized for four days in the intensive care unit due to possible no delivery which caused high blood glucose. Customer went into diabetic ketoacidosis. It was reported that healthcare professional put customer back on manual injections. Customer requested to discontinue insulin pump therapy due to fear.